Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two second video shows fluid leakage from a small crack on the side of the infusion chamber of the cassette. No sample was returned for evaluation. Based on the video, the likely root cause of the customer's complaint is related to a welding error between the pinch plate and infusion chamber. It appeared from the video there was propagation from the pinch plate weld. After investigation of this complaint no corrective action is required at this time. All lots are leak and flow tested to mitigate recurrence of this type of event. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that system advisory code and crack in the side of the kit caused water leakage from the cassette before cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. There was no patient harm.